Manufacturer narrative:
Photographs of the tibial plate and articular surface were returned for review. The posterior lateral condyle of the articular surface has been worn through and the posterior lateral edge of the tibial plate has been worn down from the femoral component resting on it. This may indicate that the joint was not in proper alignment through range of motion; however, this cannot be confirmed and it is unk if the pt's anatomy or the implant technique would have led to the alignment issue. No surgical notes or x-rays were rec'd; therefore, the alignment and technique cannot be fully evaluated. If surgical notes, x-rays, or product or returned the complaint will be reevaluated. Review of the device history records did not find any deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that the pt underwent a tibial revision due to breakage.